Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 - patient underwent repair with implant of perfix plug (device 1). (Note: information regarding (device 1) was not provided in both ppf and medical records) on (B)(6) 2012 - patient had left inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). (Note: there is no operative notes provided for this procedure in medical records). On (B)(6) 2017 - patient had lysis of adhesions, small bowel resection, excision of scar and stoma revision thereby underwent repair with implant of biological mesh and two synthetic meshes. (Note: there is no operative notes provided for this procedure in medical records).